Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the DHR(s) confirms that the label sets for lot k0bc9f8 and k0bd4ba were printed and devices were package at the same date at the supplier. The reported failure (wrong order/patient label inside the packaging) was confirmed (supplier issue ¿ procedure not followed).

Event description:
It was reported that during the picking process, a picker scanned the product label with lot code k0bc9f8 and received an error. The picker noticed that the inside patient label had the lot code he was looking for which was k0bd4ba.

Event description:
It was reported that during the picking process, a picker scanned the product label with lot code k0bc9f8 and received an error. The picker noticed that the inside patient label had the lot code he was looking for which was k0bd4ba.